Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm meter blood glucose now. Customer's blood glucose at time of incident was 241 mg/dl. Customer stated that she had calibration error. Customer was advised to change sensor. Customer stated that she was in the hospital for back surgery. Customer was advised that magnetic fields do affect the pump.